Event description:
In this event it is reported that a vdw.gold reciproc gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Siroforce no. (B)(4): provided accessories: charging unit (30120-0129011), contra angle (03379), micro motor with cable (gmr1555235), foot control (115783), measurement cable lip-clip (2x), lip-clip. Diagnosis: contra angle - electrical resistance too high. Battery defect (s:427, f:243, h:56:57:59, device was charged 427. Enough would have been 29x., battery overcharged, misuse). Measurement cable - lipclip cable isolation defect. Needed service for repair: vrp0020 contra-angle reworked 1.000, vr01103000900 battery recycko 1.000, sf2 service fee 2 1.000, v041177000516 vdw.gold lippenclip-kabel mit ferritkern 1.000. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.